Event description:
The customer reported that the unit keeps failing the self test.

Manufacturer narrative:
The customer reported that the unit keeps failing the self test. The unit was evaluated at philips, and the failure was verified. Replacement of the keyscan pca resolved the failure.